Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating, the pump battery was depleting quickly and that the customer received a power source alert. The customer's blood glucose was 222 mg/dl. The customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of incorrectly displayed was verified, however the alleged issues of not holding a charge and not charging could not be verified.